Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room due to non-sustained right ventricular oversensing alerts. Upon device interrogation, episodes of oversensing noise were observed on the patient's right ventricular lead. No intervention was performed as the physician decided to monitor the lead the patient's condition was stable throughout the event.